Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported leak was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a leak. It was reported that on (B)(6) 2022, during preparation of the steerable guide catheter (sgc) loss of fluid column was noted. Another sgc was used. There was no clinically significant delay in the procedure and no patient involvement. No additional information provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.